Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported treating their 240 mg/dl blood glucose with a bolus and their blood glucose declining to 22 mg/dl shortly after. The customer treated their blood glucose with juice. The customer declined to return the insulin pump for analysis.